Event description:
It was reported the pump's calibration failed. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Other, other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the tamper seal. The event log showed evidence of error messages. Upon function testing, the reported problem was duplicated. A defective latch lock cam flex was found. The root cause of the reported problem is unknown. The latch lock cam flex was replaced to resolve the issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other text: b5: additional information received on 06-sep-2022 via email and attached in complaint object: there was no patient or technician involvement that was indicated at the time the pump was received at our facility for repair. All issues found with this device were found during testing at our facility. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120